Event description:
It was reported after a da vinci-assisted unilateral inguinal hernia surgical procedure, the operating room staff had been observing the universal surgical manipulator (usm) 4 was moving or swinging on its own, without the user input to port clutch or grab and go. After docked, the usm performed normally. There were no errors in the system logs. The issue occurred prior to docking, as though the usm was clutched. The issue had been observed on any other usm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator (usm) drifting issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The customer stated that usm 4 would swing out when clutch was engaged. The fse tested system and was able to recreate. By changing the location of the patient side cart (psc) throughout the room, all 4 usms would swing one way or the other depending on orientation of psc within the room. This demonstrated that the operating room floor was not level. The fse informed the customer and also demonstrated to them. The system was tested and verified as ready for use. The complaint regarding usm issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the universal surgical manipulator (usm) 4 was moving or swinging on its own. Unintuitive motion could lead to subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.